Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The loading device top clear cover had been removed to remove the seal. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal remained in the loading device" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal was loaded into the delivery tube, and it remained in the loading device. The loading device was disassembled for removal of the seal, and the surgeon used the reported unit to complete the procedure. There were no pt effects. The product was returned.